Event description:
The customer reported, the monitors are flickering and display lights are not lighting. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned the ps1 power supply output connector. System operates as intended. (B)(4).